Event description:
Patient reported to (B)(6) hospital an allergic reaction to a medipore dressing following a procedure. The patient alleges residue was not cleaned off his back and caused a severe burning and itching reaction. The patient states that he applied cortisone for (B)(6) and was on prednisone (20 mg) for three days. The patient requested that this incident be reported to FDA by (B)(6) hospital. However, 3m does not have any contact information for the patient. The risk manager at (B)(6) hospital stated that she followed up with the patient who alleged the skin reaction. The risk manager did not see the skin irritation and stated it was reported to the hospital many weeks following the alleged skin reaction.

Manufacturer narrative:
Method: testing not performed. Results: product not returned. Conclusions: no evaluation will be performed.